Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-611-4 tibial impactors plastic tip was broken. This occurred during a case with all fragments retrieved. There were no adverse events or patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the head of the ibalance® uka sportsplasty¿, tibial impactor had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage of impacting the head, incurred over repeated usage in the field. Manufacturing date 2016.